Manufacturer narrative:
Date of event¿ is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient lost therapy after a fall. Diagnostic testing revealed high impedance on multiple contacts. Surgical intervention occurred during which the lead was explanted and replaced to address the issue.